Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found that the issue was confirmed in system log review showing recurring errors c 38 and c 34, as well as errors c 33 and c 92. During testing, the unit displayed error c 34 at startup, and erbe logs recorded error c 00. Visual inspection confirmed the unit is in good cosmetic condition. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and failure analysis results. However, the probable root cause of the energy activation issue and subsequent errors may be attributed to faulty communication between the instruments and the generator leading to interruption in energy activation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had an issue with their erbe. The customer stated that they kept getting a c-38 fault. The tse reviewed the logs and confirmed the issue. The tse walked the customer through a power cycle of the erbe, but the issue remained. The tse advised the customer to change the coagulation mode of the monopolar energy to classic, but they would have a maximum effect of 2. The surgeon agreed to the change, but confirmed that the energy was not working. The customer was continuing with the case and the call ended. The field service engineer (fse) was to follow up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.